Manufacturer narrative:
Bed in warehouse. Technician found the trend on the hyd power unit was leaking due to being cross threaded. Causing unit not to go into trendelenburg. Replaced hyd power unit to resolve this issue.

Event description:
Information received the bed had no trendelenburg. No injury reported.